Event description:
Intra aortic balloon was inserted on 8/10/98 at 1250, balloon ruptured on 8/12/98 at 0850 as the pt was being weaned from intra aortic balloon support. The balloon was removed and not replaced. The pt is fine and recovering in the unit.